Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (1.5 mg/ml at 0.4598 mg/day) and bupivacaine (30.0 mg/ml at 9.196 mg/day) drug via an implanted pump. The indication for use was spinal pain. It was reported a review of device logs revealed a pump motor stall (09:43) with recovery (10:12) on (B)(6) 2018 without report of MRI. It was indicated the event was related to the device or therapy. No actions were taken and the issue resolved without sequelae on (B)(6) 2018. The patient's weight was not measured.